Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the common computer controller (ccc) board on the vision side cart (vsc) to resolve the issue. After programming, the surgeon side console(ssc) left eye worked, and the system was confirmed ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. In lighthouse, no data was found to indicate that the fault had occurred in the field. Visual inspection found no issue related to the event. The ccc board was installed on vsc on a known good system and powered on without issues. Then the golden system was set to run 10 power cycles sitting idle for 4 hours. Once the testing was completed, the system error log was reviewed, but no error could be identified. Video test was passed. Good video was seen on monitor with no anomalies. As a result of these findings, failure analysis concluded that no root cause could be attributed to this issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) to report that the left eye on one of the surgeons consoles was not working. The customer stated the other console had both eyes. The customer was working with the other console and did not want to power cycle the system at this time. The procedure was converted to another dv system. There was no reported injury.